Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "port 1 intermittent operation" was confirmed. Reliability engineering determined the console had an intermittent failure of the l85 relay, likely due to normal wear out conditions from use over time. Repair records indicate that this was the first time the unit has been returned for service since it was sold in december 2007. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the united states indicating that the device had a "port 1 intermittent operation." It is known the device was used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.